Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report #s: 1627487-2011-08256, 08258, 08259. The pt received the scs system on (B)(6) 2009. It was reported that the pt lost stimulation. X-ray of the system did not reveal any issues. The entire system will be explanted. No further info is available at this time.